Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm unexpected restart. Customer's blood glucose was 223 mg/dl. The customer states a temp basal was not programmed before that alarm occurred. The customer stated that the alarm didn't occur shortly after inserting a new battery. The customer stated that the alarm is recurring during normal use. The customer was advised that the device would be replaced. The customer was advised to monitor the pump and may continue to wear the device until replacement arrives.